Manufacturer narrative:
Additional information received on 12 april 2017 and includes: pathogen results will be available. Additional information received on 03 may 2017 and includes: the second step revision was not done, yet. Batch reviews performed on 02 may 2017. (B)(4).

Event description:
The patient had an infection that was the cause of a knee revision. Stage 1 revision surgery was performed to remove all implants, a cement spacer was implanted and the surgeon will monitor the patient before completing final revision surgery when the infection has passed (6 - 8 weeks time).

Manufacturer narrative:
The second step of this revision surgery has been successfully performed on (B)(6) 2017.